Event description:
This pt stopped responding to sound, after sustaining a blow to the head. Using the appropriate diagnostic equipment, it was then determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantation surgery has not yet been scheduled. The healthcare professional has been informed that the explaned device should be returned to cochlear ltd.